Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure coil migration') and pregnancy with contraceptive device ('pregnancy with essure') in a female patient who had essure inserted. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). At the time of the report, the device dislocation and pregnancy with contraceptive device outcome was unknown. The reporter considered device dislocation and pregnancy with contraceptive device to be related to essure. The reporter commented: this case is linked with baby case (B)(4). Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure coil migration') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) and was found to have a pregnancy with contraceptive device ("pregnancy with essure"). At the time of the report, the device dislocation and pregnancy with contraceptive device outcome was unknown. The reporter considered device dislocation and pregnancy with contraceptive device to be related to essure. The reporter commented: this case is linked with baby case (B)(6). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-feb-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.